Event description:
According to staff, "the tubing has everything that is needed, a built-in (vent cap and two slide clamps) and mostly di (2-ethylhexyl) phthalate [dehp] free. However, the spike at the tip of the tubing is extremely dull, which makes it difficult to spike the ivig bottle resulting in the stopper being pushed into the bottle and making it unusable. The tubing also creates more micro air bubbles than another IV tubing that staff has used prior to this baxter IV tubing. This issue has occurred on several occasions and resulted in wasting approximately 5gm of the 50ml ivig product".